Manufacturer narrative:
Us customer contacted cepheid to discuss one patient experiencing discrepant results with xpert xpress cov-2/flu/rsv plus. The customer stated sample is processed right after it arrives at the laboratory. Customer stated test was used for screening purposes (off label as intended use) because patient was in a mission. Customer is questioning the negative result in the original sample. Sample 1 run 1: a sample was collected from the patient on (B)(6) 2022. The sample was tested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted in sars-cov-2 positive, flu a positive, flu b negative, rsv negative. Sample processed per pi. This result was reported to the physician. Customer wanted to verify positive result; patient was kept in quarantine after initial result. Sample 1 retest 1: using the same sample, which was stored at room temp, the retest was performed with xpert xpress cov-2/flu/rsv plus assay on (B)(6) 2022. This resulted in sars-cov-2 positive, flu a positive, flu b negative, rsv negative. Sample processed per pi. This result was reported to the physician. Sample 2 run 1: a sample was recollected from the patient on (B)(6) 2022 and was tested with xpert xpress cov-2/flu/rsv plus assay on (B)(6) 2022 which resulted as sars-cov-2 positive, flu a positive, flu b negative, rsv negative. Sample processed per pi. This result was reported to the physician. Sample 3 run 1: a new sample was collected from the patient and sent outside the hospital for testing all analytes on (B)(6) 2022 using an unknown method which resulted as negative for covid according to the customer. It is not known if the result was reported to the physician. There was no known death, injury or deterioration in health related to the discrepancy. Testing performed for screening purposes and is outside the intended use. Amplification curves were not provided for review. Review of the sample 1, run 1 shows detection of influenza a with moderate CT and detection of sc2 with moderate CT. Sample 1, run 2 shows detection of influenza a with moderate-late CT and no detection of sc2. Sample 2 run 1 shows detection of influenza a with moderate CT and detection of sc2 with late CT. Spc appears normal for all runs. No evidence of product malfunction. Likely root cause is sample with sars-cov-2 viral rna at or below the limit of detection. Despite multiple attempts to contact the customer, no response was received. Unable to confirm no reports of patient harm. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Device evaluated by manufacturer: answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss one patient experiencing discrepant results with xpert xpress cov-2/flu/rsv plus. The customer stated sample is processed right after it arrives at the laboratory. Customer stated test was used for screening purposes (off label as intended use) because patient was in a mission. Customer is questioning the negative result in the original sample. Sample 1 run 1: a sample was collected from the patient on (B)(6) 2022. The sample was tested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted in sars-cov-2 positive, flu a positive, flu b negative, rsv negative. Sample processed per pi. This result was reported to the physician. Customer wanted to verify positive result; patient was kept in quarantine after initial result. Sample 1 retest 1: using the same sample, which was stored at room temp, the retest was performed with xpert xpress cov-2/flu/rsv plus assay on (B)(6) 2022. This resulted in sars-cov-2 positive, flu a positive, flu b negative, rsv negative. Sample processed per pi. This result was reported to the physician. Sample 2 run 1: a sample was recollected from the patient on (B)(6) 2022 and was tested with xpert xpress cov-2/flu/rsv plus assay on (B)(6) 2022 which resulted as sars-cov-2 positive, flu a positive, flu b negative, rsv negative. Sample processed per pi. This result was reported to the physician. Sample 3 run 1: a new sample was collected from the patient and sent outside the hospital for testing all analytes on (B)(6) 2022 using an unknown method which resulted as negative for covid according to the customer. It is not known if the result was reported to the physician. There was no known death, injury or deterioration in health related to the discrepancy.